Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a few weeks before the surgery from date manufacturer was made aware.

Event description:
It was reported that patients ipg will not hold a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned as it was not released by the facility.